Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Pump error 25 due to non-sleep anomaly software error. No pump error 23 noted during testing. Pump received with normal operating currents, no unexpected power loss alarms noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump had multiple pump error. Customer's blood glucose value was unknown at the time of the incident. The customer was declined with troubleshooting. Customer will returned device for analysis.